Manufacturer narrative:
Follow-up #1 date of submission 10/29/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed multiple alarms on (B)(4) 2015, including replace battery alarms related to delivery motor power supply faults. Reboots were observed in clearing the alarms. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture contamination was observed in the battery compartment. The pump failed a leak test at the battery compartment. The returned battery cap had stripped threads and was unable to fully tighten on to the pump. The pump was exercised for 24 hours with no power loss or alarms. The pump case was removed and moisture contamination was found on the motor boost circuit. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump had lost power. The battery compartment was allegedly cracked and there was reportedly moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.